Event description:
The facility wrapped nicad batteries and placed them in the autocalve for a 10 minutes exposure time and 25 minute dry time. Upon removal of the batteries from the autoclave, popping and snapping noises along with a strong smell resulted. The facility responded by placing the wrapped batteries in a basin, double bagging them and removing them outdoors. Prior to this incident, the sales rep had given an inservice on proper cleaning and autoclave sterilization times of the batteries (3 minutes exposure time and no dry time). The facility referred to the instruction manual to determine if the batteries could be sterilized along with the handpieces for the same exposure and dry time. In reading the instruction manual, the facility interpreted the 3 minutes exposure time and no dry time as minimum times, not definite times.